Event description:
Following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal elite. During the deployment procedure, the j segment would not deploy. The occlusive hold was adjusted and another attempt to deploy the j segment was unsuccessful. At this point the operator used force to pull back on the locator handle and the j segment deployed. The entire locator was pulled back until resistance was met. The tissue dilator was then advanced and resistance was met during advancement through the tissue tract. Force was applied to the tissue dilator and it was removed and then the locator was advanced back into the artery to re-check the markers. The j segment was deployed again, but resistance was never met. The entire system was removed from the pt. The j segment was missing, so a fluoroscopy was done of the groin and leg. The j segment could not be located. No pt complications were reported. The device was returned to datacope for eval.